Manufacturer narrative:
Occupation - cath lab manager event site full name: unity point allen memorial hospital the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the clinicians stated that the iab did not work. They removed it and inserted another. Upon further discussion, it was discovered that the customer was expecting to see a pressure waveform and numbers prior to pressing the start button on the console. The clinical team mistakenly thought that since they did not see numbers or a waveform that the iab was not working correctly. They dealt with the current situation and did troubleshooting with the second iab that was inserted and discussed the sub optimal augmentation. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the catheter. The extender and pressure tubing were also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender, and pressure tubing was performed, and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Event description:
N/a.